Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was taken out of the packaging, a small piece of sliver material was noted on the tip of the device (proximal end). The sliver appeared to be a fragment of the metallic pouch material; however, when the pouch was examined, there was no obvious place from which the sliver would have been the source.

Manufacturer narrative:
Received 1 used hydrosil intermittent catheter with the original unit packaging and a foreign metallic-like material. The reported event was confirmed as a manufacturing related issue. Visual inspection noted a foreign metallic material, the metallic material appeared to be a fragment of the metallic pouch material, however when examined the pouch of water packet showed no obvious place from which the sliver became ripped / detached. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions. This is a single use device. Do not resterilize. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections:1. Wash your hands thoroughly with soap and water. 2. Prior to opening the sealed catheter pouch, apply pressure to the foil packet to release the water. Ensure all water is released from the foil packet. 3. Wet the catheter by holding the package with the printed side up and tip the package end-to-end three to six times to wet the catheter. This movement is required so that the water transfers back and forth over the catheter to fully wet the hydrophilic coating. 4. Peel open the pack at the funnel/handle end just enough to expose 5 cm (2¿) of the catheter, or for products with an insertion sleeve, expose the insertion sleeve. Don¿t remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize. 5. Wash the area around the meatus before catheterizing. 6. Wash your hands again. 7. Using the catheter". The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was taken out of the packaging, a small piece of sliver material was noted on the tip of the device (proximal end). The sliver appeared to be a fragment of the metallic pouch material; however, when the pouch was examined, there was no obvious place from which the sliver would have been the source.